Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user who recently switched to lfs3+ after being told dexcom g6 cgm was no longer supplied believed the ilet algorithm delivered aggressive correction doses; review of the bionic report showed the algorithm functioned as designed and delivered correction boluses of approximately 0.5¿1.5 units following a breakfast meal announcement that was insufficient. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no hospitalization, no alerts or alarms, and blood glucose in range at the time of the call. Investigation included review of device data and user education on meal announcements and dose behavior. Investigation of this case revealed appropriate device performance with corrections consistent with the algorithm in response to underreported carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.